Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the lead was initially placed in the ventricle without issue. The pacing impedance, pacing threshold, and sensing measurements were in normal range; however, the physician thought that the position was slightly high so the physician decided to reposition the lead. The helix was able to be retracted in 15 turns. The lead was placed in a new position and the helix was extended in 18 turns. Measurements taken on the pacing system analyzer (psa) were in normal range; however, the physician wanted to move the lead to the septum. The helix was retracted in 20 turns and the lead was positioned again; however, the helix could not be extended. The rv lead was extracted and successfully replaced. No adverse patient effects were reported.